Event description:
I had essure implants in 2012. Progressive intractable pain and abnormal/heavy menses led me to consult my pcp. I had an ultrasound (B)(6) 2018, which showed a large ovarian cyst. The us tech had trouble locating the essure implants. Hysterectomy was completed (B)(6) 2018, which showed that one of the essure implants had migrated out of the fallopian tube. Probable cause of chronic pain and menstrual issues.